Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected unstable connection with the cardiac resynchronization therapy defibrillator (crt-d). A revision procedure is scheduled and the crt-d remains in use. No patient complications have been reported as a result of this event.